Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat left atrial appendage occlusion (laao), a versacross connect kit was selected for use. Physician was having difficulty advancing the versacross radio frequency wire from the inferior vena cava (ivc) into the right atrium, hence the mechanical j-wire included in the kit was used. Once the j-wire was in superior vena cava (svc), the dilator was inserted over. Upon removal to exchange for the versacross radio frequency wire, the scrub tech noted that the j-wire was difficult to remove and felt a lot of resistance. The wire was then removed from the dilator/patient however it no longer looked like it should. It was noted that the last 6 or more inches were "stretched and floppy" and it no longer had the j-curve. The procedure was completed successfully and no patient complications occurred. The device is expected to be returned for analysis.